Event description:
It was reported that during installation of the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), when a new helium tank was installed, the helium tank pressure was observed to be low. This is an out-of-box failure (oobf) of the helium tank. Since the event occurred during installation of a new iabp unit, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A getinge service territory manager (stm) reported that the customer was provided with a replacement helium tank. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. A getinge service territory manager (stm) has advised that there was no issue with the iabp unit and that the correct pressure of the helium tank was indicated and no alarms were generated. Additional information is being requested on if the customer was provided with replacement helium tanks. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during installation of the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), when a new helium tank was installed, the helium tank pressure was observed to be low. This is an out-of-box failure (oobf) of the helium tank. Since the event occurred during installation of a new iabp unit, there was no patient involved and no adverse event was reported.